Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the flow rate accuracy test. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found in specification in relation to the reported symptom of failed flow accuracy test. The device underwent flow rate testing and received passing results. No further action is required. Should additional relevant information become available, a supplemental report will be submitted.